Event description:
Affiliate reports that during assembly of the external drainage system in surgery, the tubing connector portion of the device broke into 2 pieces. The breakage resulted in a significant delay in the procedure.